Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, uncomfortable, painful, sore and felt like they would burst are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: undesirable effects- the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. After the injection, the went home and their lips started to swell. Overnight, the lips became more swollen and was very uncomfortable, painful and felt like they would burst. Patient had no rash, no breathing issues or any tongue or throat swelling. Patient went to a doctor and was treated with prednisolone the following day. On the next day, the patient's lips have reduced in size but remain painful and sore. Patient was advised to continue with prednisolone and add antihistamines. Patient still had some mild residual swelling that may be attributed to the normal procedure. Symptoms resolved about a week later.